Event description:
It was reported that the user received a low glucose alert from the pump, with a nadir of 70 mg/dl, after eating ice cream and experiencing a subsequent decline in blood glucose; the user treated with orange juice and glucose rose to 118 mg/dl, and the user and caregiver attributed variability to an irregular appetite, prompting a request for additional training and discussion of potential setting adjustments. Symptoms included hypoglycemia. Outcomes included resolution of the low with oral carbohydrate and no need for medical intervention. Investigation included troubleshooting guidance and education, with assignment for additional training. Investigation of this case revealed no device malfunction and suggested user-specific factors related to irregular meal patterns as a plausible contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.